Event description:
It was reported that during a laparoscopic low anterior resection, an error 5 occurred in about 1 hour. The blade was broken off when a scrub nurse wiped it with gauze. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device did not contact with a clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.